Manufacturer narrative:
(B)(4).

Event description:
While the PICC nurse was attempting to break the peel-away from the catheter in the patient's arm/vessel, the sheath peeled away at the proximal portion but about 1/3 of the way down the left side of the sheath broke off from the body of the peel-away before it was completely separated from the other side. The nurse was able to retract the PICC and remove the remainder of the peel-away from the outside of the PICC and it was reinserted without issue. No intervention required.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
While the PICC nurse was attempting to break the peel-away from the catheter in the patient's arm/vessel, the sheath peeled away at the proximal portion but about 1/3 of the way down the left side of the sheath broke off from the body of the peel-away before it was completely separated from the other side. The nurse was able to retract the PICC and remove the remainder of the peel-away from the outside of the PICC and it was reinserted without issue. No intervention required.